Event description:
During use of the device for a non-clinical activity, the biomedical engineer reported that as soon as you touch the start button on the roller pump, a pump jam message appears. The pump does not rotate. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Note: the user facility's biomedical engineer replaced the pump driver board per technical services recommendation. He also replaced additional pump board and motor. The device continues to display a pump jam when you press the start button. The device is being returned for further evaluation.